Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode, during which they fell, hurt their head, and fractured their ankle. The patient was subsequently hospitalized. The minute ventilation (mv) feature was programmed off, as it was thought this might have caused the syncope. However, there were no episodes of oversensing stored. Additionally, the non-boston scientific right ventricular (rv) lead exhibited increased impedance measurements, but these were not out of range. No additional adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that the patient experienced another syncopal episode. It was noted that the patient had a mechanical mitral valve, and the physician was evaluating whether that was causing the patient's syncope. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted and returned for analysis. No additional adverse patient effects were reported.